Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The inserter for titanium elastic nail (ten) was received showing nicks and indentations on the proximal tapered surface of the chuck outer sleeve, along the surface of the handle and on the proximal surface of the head. These cosmetic defects are unrelated to the complaint condition. The internal threads of the rotating lever were found damaged with material missing in multiple spans along the thread helix. The missing thread material was not returned. The damaged internal threads are related to the complaint condition of unable to assemble. No other issues were identified with the returned components of the device. While handling the rotating lever subcomponent, it was found that the rotating lever subcomponent was able to toggle within the head subcomponent indicating that the rotating lever subcomponent is loose in the device assembly. The loose condition of the rotating lever subcomponent is related to the complaint condition as the centerline of the internal threads are able to be misaligned with the centerline of the external threads of the mating device leading to the complaint condition of unable to assemble. Since no mating device was received for evaluation, direct functional testing of the device could not be completed. Since functional testing between the complaint device and the mating device was unable to be performed, the reported complaint condition of unable to assemble could not be replicated. The device failures/defects of stripped/worn/twisted/cross threaded and loose were identified during the investigation and are related to the reported complaint condition. The device failure/defect of scratched/nicked was identified during investigation and is unrelated to the reported complaint condition. Dimensional inspection could not be performed on the internal threads of the rotating lever subcomponent due to post-manufacturing damage. Dimensional inspection could not be performed on the shaft diameter of the rotating lever subcomponent as it could not be accessed for inspection. Dimensional inspection could not be performed on the head subcomponent hole diameter as it could not be accessed for inspection. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing record evaluation was performed for part # 359.219 and lot # 3157118, and no non-conformances were identified. The reported complaint condition of unable to assemble is confirmed for the inserter for ten as the device rotating lever subcomponent was found with related conditions of stripped/worn/twisted/cross threaded and loose during product complaint investigation. The unrelated condition of scratched/nicked was also found during investigation. The exact cause of the reported complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the internal threads of the inserter for ten is consistent with exposure to unintended mechanical force and the scratches and nicks are consistent with expected device wear. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 359.219. Lot: 3157118. Manufacturing site: raron. Release to warehouse date: 15 may 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2019, the surgeon was using the titanium elastic nail set and was having difficult attaching the hammer guide to the inserter. The hammer guide would thread to the other inserter that is in the set, so it was suspected that the threads in the other inserter were damaged. Surgery was delayed 3-5 minutes due to trying to get the hammer guide to attach to the inserter. When the hammer guide would not attach, they advanced the nail by hand opposed to using a mallet. The procedure was completed successfully. Concomitant device reported: unknown hammer guide (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).